Manufacturer narrative:
The rt235 infant bias flow breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report with our findings upon receipt of the complaint device and completion of the investigation.

Event description:
A hospital reported via a distributor that an rt235 infant breathing circuit was leaking around the swivel y-piece. It was further reported that the breathing circuit did not pass the ventilator leak test. This was found before patient use. No patient consequence was reported.